Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard denali filter was implanted in the infrarenal inferior vena cava location for a patient. It tilted a little bit but decided to end up because of the amount of thrombus. After filter placement, the patient underwent pulmonary embolism lysis. Next day, an x-ray abdomen anteroposterior showed that there was an inferior vena cava filter, positioned at the l2-l3 level. Approximately four months later, a computed tomography (CT) chest without intravenous contrast showed that an inferior vena cava filter was noted in place. Also, an ultrasound lower extremity venous duplex left showed that there was occlusive deep vein thrombosis present within the left common femoral and proximal femoral veins. Additional occlusive thrombus was noted within the greater saphenous vein. Partially occlusive thrombus was visualized within the profunda vein. After four days, the patient presented with abdominal pain. After eight months, axial images using computed tomography (CT) abdomen without intravenous contrast showed an inferior vena cava filter in place, with a lateral strut extended posterior to the aorta; did not abut the aorta. The inferior vena cava filter was slightly tilted within the inferior vena cava with the superior aspect, at the level of the renal arteries, tilted towards the right wall of the inferior vena cava. Therefore, the investigation is confirmed for alleged positioning issue, perforation of the inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2020).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. During filter deployment, it was alleged that the filter tilted a little bit, filter struts extended posterior to the aorta and the superior aspect of filter tilted towards the right wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.